Manufacturer narrative:
Device code: unknown balloon issue. The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 26-oct-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported by the distributor (B)(4) that the patient experienced a peritoneal extravasation four days after placement. There was an unknown problem with the balloon. No further information has been provided to halyard at this time.

Manufacturer narrative:
The device history record for (B)(4) was reviewed and the product was produced according to product specifications. One used sample was returned for evaluation, along with an extension set. Both the mic key device and extension set was noted to have a white powdery substance inside the lumens. During the decontamination process, this substance was flushed out. The balloon of the mic key was filled with 5cc water and was observed for leaks. No leakage was detected from the balloon or balloon inflation port, even after squeezing and manipulating the balloon. The water was removed, and the balloon was refilled with methylene blue and to sit on a blotter for 30 minutes. After 30 times, there was no visible leakage of methylene blue. No device malfunction could be detected. No root cause for the reported event could be determined. All information reasonably known as of 16-nov-17 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).